Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019. The customer¿s blood glucose level was of 562 mg/dl. Customer was treated with intravenous drip and manual injection for high blood glucose level. Customer experienced symptoms like nausea, abdominal pain, chest burning, dizzy, weakness, dry mouth as well as confusion and loss of appetite due to high blood glucose level. Customer did not feel okay to troubleshoot for high blood glucose level. The insulin pump will not be returned for analysis.